Manufacturer narrative:
Concomitant products: product ID 3889-33, lot# v590628, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was ¿running into problems with her device¿ and was going to see her healthcare provider (hcp) on (B)(6) 2014. The patient stated that ¿if she lied in bed she kept feeling like one of the leads was loose and it kept pulsating not where it normally pulsates.¿ the patient stated that ¿it just felt like it was flipping in her hip area.¿ the patient noted that ¿when she started walking if she turned her head or bent over her waist or made certain movements she would get pain where the device was placed. The device would then feel like it was popping out a little bit more and she could feel it out a little bit. Then if the patient pushed the device back in it would be better.¿ it seemed like the patient would have pain if she was standing on a slant. The patient stated that ¿it had been some time¿ since this occurred. The patient mentioned that she spoke with her manufacturer representative on the day of the report. The representative would be at the hcp¿s office during the appointment. Additional information was requested, but was not available as of the date of this report.

Event description:
Information received later indicated that patient received assistance from their health care provider or manufacturer representative and their concerns were resolved. It was noted that patient ended with new interstim. The following appointment dates were listed (B)(6) 2014. The patient reported that she was having pain on left area when turning or moving a certain way and when standing for a certain amount of time. The old device was not working.